Manufacturer narrative:
A ge service representative performed an on site investigation. The hand controller for the aspect. Dicom was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the aspect would not send images from the 6600 system. No pt injury was reported.